Event description:
The company was informed that the patient was explanted due to medical reasons. Advanced bionics is in the process of gathering more information. Once more information becomes available a supplemental report will be submitted.